Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a radial sharp cut perpendicular to the ibt shaft at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty for injured vertebral body. Intra-op, the surgeon was using the balloon for dilation of the vertebral body l5. The balloon was damaged at a pressure of 250 psi. The surgeon told that he had pressed in a volume of max. 3ml. The surgeon also detected that the two balloons damaged at the same position. The products came in contact with the patient. Patient complications were reported unknown.